Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had under delivered the medication. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received via email from customer on 02-sep-2022 and attached by the manufacturer to the complaint object. These were not patient issues. These were machines that had errors when our IV staff was testing them. The patients, as far as I am aware, were not involved with them. They are generally reported by the nursing staff when they are trying to treat the patients.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were not broken or removed upon receipt, and the general condition of the device was good. No relevant error codes were found in the ehl (event history log). The customer reported issue was not duplicated during the investigation. Root cause of the reported issue is unknown, but visual inspection did find an air bubble on the downstream occlusion seal and loose air sensor. Replaced the downstream occlusion seal, reseated and glued the air sensor after which the pump passed a ten point accuracy test. A CAPA to address an increase in seal replacement has been created which is ongoing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device was previously repaired on 14-mar-2022. It is possible that the air detector may have not been positioned correctly during that repair, but there is no indication of an issue with the repair in this evaluation., corrected data: b5: correction: describe event or problem: updated with additional information received.